Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set was leaking on (B)(6) 2025. The event resulted in high blood glucose of 400mg/dl. Patient changed infusion set and insulin delivery resumed. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.